Manufacturer narrative:
This follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.

Manufacturer narrative:
Health effect impact code: f26 component code: g01003 d8: was this device serviced by a third party?: no a review of complaints for total bilirubin, lot 57911uq08. Identified only one other complaint for discrepant total bilirubin results. The trending report review determined that there are no trends for the product for the complaint issue. Return testing was not completed as returns were not available. Device history record review did not identify any non-conformances or deviations with the likely cause lot(s) and complaint issue. Retesting of the fresh samples gave expected results. A review of the manufacturing documentation did not identify any issues associated with the customers observation. A review of the product labeling including sample integrity / handling instructions concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity total bilirubin reagent lot number, 57911uq08.

Manufacturer narrative:
Patient identifier = (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated total bilirubin results on alinity c processing module for one neonatal specimen. The results provided were: first results on alinity ac03199/repeated on another alinity ac03687. On (B)(6) 2021, sid (B)(6) = 17.5 mg/dl /repeated = 18.4 mg/dl. Redraw same patient sid (B)(6) = 14.8 and 15.0 mg/dl / repeated = 15.1 mg/dl / repeated on another lab alinity ac02115 = 15.3 mg/dl. There was no reported impact to patient management.